Manufacturer narrative:
Hamilton medical ags reference: hamilton medical ags conclusion: it was reported that a hamilton-c6 ventilator showed incorrect pressure readings during patient use, which caused unexpected alarms. The device was replaced as a precaution, and the patient continued ventilation with another ventilator without issues. No patient harm was reported. The investigation identified a defective pressure sensor assembly and rinse flow. These parts were replaced, all functional and safety checks were passed, and the device was returned to service. No further information was received. The case is considered closed.

Manufacturer narrative:
Hamilton medical ag`s comes to the following conclusion: investigation is ongoing.

Event description:
Hamilton medical ag received the following description based on the current information of the complaint. (Summary of the reporter): hamilton-c6 alarmed with a patient. An additional device was required. No further clinical signs, symptoms or conditions and no health consequences or impact, were reported. The investigation to verify the allegation is still in progress.